Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05226. It was reported that the patient presented for in-clinic follow up. Upon interrogation of the pulse generator a diagnostic anomaly involving battery longevity and voltage estimates, was observed. It was unclear if the error was attributed to the merlin programmer. There were no interventions or adverse patient consequences reported.